Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency department (ed) due to a suspected therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the device had triggered recommended replacement time (rrt) over two and half years earlier. The device is now at end of service (eos) and had triggered alerts for charge circuit timeout, charge circuit inactive and long charge time. Also noted was that the device had stopped the collection of capture threshold and impedance lead trend information due to the low battery status. It was also indicated that there were many short v-v intervals noted with the right ventricular (rv) lead post the device triggering rrt. Both the device and lead currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.